Event description:
During left ankle arthroscopy dr was using an arthrocare microcaps handpiece when the tip broke off. A mini c-arm flouroscope revealed that the tip had migrated into the back of the ankle. Dr then had to open to retrieve the tip.